Event description:
During procedure while the surgeon was using the stryker arthroscopic shaver, the blade (ref# 0375-545-000, lot # 22052ce2) was noted to be shedding metal debris. The surgical site was thoroughly irrigated. Shavers with the same lot number were all removed from inventory by staff. Manufacturer response for blade, saw, general plastic surgery, surgical, formula (per site reporter). All shavers with the same lot number were removed from inventory and the stryker rep was notified of the issue.